Event description:
The customer reported that there was leaking noted from the base of spike. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted no obvious damages or issues. The area around the vent cap was viewed under a microscope; however no damages were observed. Functional testing was performed and was leaking between the vent cap and the vent housing with the vent cap in the closed position. The vent cap was carefully removed and there was a crack along the side of the vent cap. No other damages or any issues were observed on any of the drip chamber components. The root cause of the customer's report of a leak was identified as due to a cracked drip chamber vent cap.